Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed due to bent pins in the monitor¿s belt receptacle, causing fault. The monitor was unable to complete baseline testing. The root cause of the physical damage to the bent pins was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.